Event description:
It was reported during use with bd vacutainer® serum blood collection tubes, additive abnormality was seen in 5 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received six (6) samples and two (2) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.